Event description:
The patient wants her implantable neurostimulator (ins) removed. The patient experienced a loss of therapeutic effect. It was stated ¿this one is hurting so bad I can¿t stand it, it doesn¿t work, it worked for a month maybe 2 months and hasn¿t worked since, had to go to nashville to get it reprogrammed and everything to get it to work then, I had trouble from day one.¿ they ¿were supposed to put one you didn¿t have to sit and charge but when they did, they put one that you have to plug yourself up and charge and it never did work.¿ the patient has had nothing but trouble out of it. The patient¿s health care provider (hcp) has not seen the patient since (B)(6) 2012. The patient has not contacted her hcp regarding her loss of therapeutic effect. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 74001, lot# n295376, implanted: 2011 (B)(6); product type adapter product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3888-28, lot# l64436, implanted: 1999 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).